Manufacturer narrative:
Findings: pump was received with missing segments due to cracked lcd zebra connector. Unable to prime due to faulty sensor resistor. Pump passed the operating currents measurement, self test, error test, displacement test, rewind, basic occlusion test. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly noted. Pump had cracked case at display window corner and minor scratched display window.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.